Event description:
The customer reported that the device cycled power while taking a 12 lead on a patient. There was no report of negative impact to the patient.

Manufacturer narrative:
(B)(4). The customer reported that the device cycled power while taking a 12 lead on a patient. There was no report of negative impact to the patient. A philips field service engineer went to the customer site and found worn battery packs. The customer was provided with information to order and replace the batteries.